Event description:
Spoke to pt about cassette failing 3- cassette on hand no disposable tubing clamp. Pharmacy needs to ship more cassette and tubing no further information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.